Manufacturer narrative:
The results of the investigation are inconclusive since the lead and device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the right ventricular lead. The device was reprogrammed and the patient was in stable condition. Related manufacturer report number: 2938836-2017-032268.